Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using lispro insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 122 mg/dl to 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.